Event description:
It was reported that surgeon inserted a t2 recon nail. The targeter was put on, the guide sleeves were inserted through the distal sleeve, during insertion, the tip of the wire broke off in the femoral head. The next k-wire was inserted and the tip broke off in the femoral head. The nail was removed and replaced with a 11x420 rt gamma nail. The k-wire was inserted into the femoral head. The stepdrill was inserted over the wire. There was resistance met and the tip of the stepdrill broke off into the femoral head. It was removed with the extractor screw set. The procedure was finished with another step drill.

Manufacturer narrative:
Add'l info has been requested and if rec'd, will be submitted on a supplemental report. Same pt event as MDR 9610622-2008-00130.